Manufacturer narrative:
The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The cds0601-xtr 90302u125 referenced in b5 is filed under a separate medwatch report number.na

Event description:
This report is filed since the clip cds0601-xtr /90302u122 detached from one leaflet, while remaining attached to another leaflet, a single leaflet device attachment. Clip delivery system (cds0601-xtr 90302u125) advanced to the tricuspid valve without an issue. Per imaging, the grippers were not raising as expected, while retracting the gripper lever. Both grippers remained down. As standard troubleshooting, the grippers were cycled however, the issue remained. Both would not raise. The device was removed without issue and another device was used in replacement. Mitraclip (cds0601-xtr 90302u122) was implanted on the tv without an issue. Post deployment, the clip detached from the septal leaflet, while remaining attached to the anterior leaflet, a single leaflet device attachment (slda). As treatment for the slda, another mitraclip (cds0601-xtr 90328u147) was successfully implanted. To further reduce tr, mitraclip (cds0601-xtr 90409u287) was attempted, however the operator was unable to grasp both leaflets (prior to lowering grippers). The device was removed without issue. The tr remained unchanged, grade 4. There were no adverse patient effects and there was no clinically significant delay. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents from this lot. It should be noted that, the mitraclip system instructions for use states that the mitraclip system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr 3+). All available information was investigated, the definitive cause for single leaflet device attachment (slda) could not be determined. The reported improper or incorrect procedure or method appears to be due to use error as mitraclip device was used to treat tricuspid regurgitation, however, this error did not contribute to any of the reported issues and adverse event. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.